Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump thrombus could not be confirmed based on the provided information. Additionally, review of the submitted log files could not confirm any significant elevations in pump power and flow. Furthermore, a direct correlation between the device and the reported event of bleeding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2023 to (B)(6) 2023, per the timestamps. The pump operated at or above the low-speed limit for the duration of the file and appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) device serial number, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and bleeding as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range as well as how to respond in the event that there is a risk of bleeding. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1 - type of report: corrected. Section d3, g1 - updated. Section d1 - brand name: corrected. Section d4 - model number: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was requested, not yet provided. B3: the event date is estimated. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient developed thrombus and was not anticoagulated due to bleeding. There was documentation of high flows and powers but none was seen on interrogation except for the end of (B)(6) 2023. The log file review noted that pump power/flow appeared to be trending fairly neutral with the pump operating within normal parameters.